Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. At 10:34pm the patient received a blood glucose result of 18.26 mmol/l. The patient experienced symptoms of nausea, stomach ache, and confusion. The mother transported the patient to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with insulin via pen therapy. The patient was hospitalized from (B)(6) 2018. The infusion device was requested to be returned for product evaluation.